Event description:
The staff at bay medical center reported that a bedside monitor appeared to activate the alarm tone suspend function by itself.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned, which limited the scope of this investigation. Inspection of the device revealed a needle strike mark at the posterior foot. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Therefore, the reported experience of needle to cuff miss is confirmed. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.